Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Clamping marks were noted throughout both extension legs. No evidence indicating loose fitting was noted near the tissue cuff. Upon infusion, what appeared to be thrombus, was observed exiting with water at the distal end of catheter. Aspiration was attempted and was successful and no leaks were observed throughout the catheter. Also three photos were provided for review. First photo shows deformation in both the extension leg. Second photo shows both the extension legs in which a deformation was noted in the red luer. Third photo shows the product/ patient details which are matching with the tw data. Therefore, the investigation is confirmed for the reported deformation issues. However, the investigation is inconclusive for the reported difficult to insert issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and six days post dialysis catheter placement, the catheter extension legs was allegedly kinked. It was further reported that the glidepath has been inserted by angioplasty and it is very difficult to insert the catheter again. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months fourteen days post dialysis catheter placement, the catheter extension legs was allegedly kinked. It was further reported that the catheter has been inserted by angioplasty and it is very difficult to insert the catheter again. There was no reported patient injury.